Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, and it was found that the pump was stuck in the software loading program. The cause of the reported issue was unable to be determined. The device's software was re-installed to fix the issue.

Event description:
It was reported that during the software update, error message 44000 appeared with a red screen and an acoustic alarm. The error message likely indicates a high-priority alarm related to high pressure detected within the pump. There was no patient involvement.